Event description:
It was reported that prior to an unk procedure, the device connected to the generator after ten minutes in usage did not work anymore. Before changing the instrument, the nurse replaced the connecting cable of the generator to the shear but it did not work. The surgeon finished the operation with a new device. There was no pt consequence.